Manufacturer narrative:
Details of complaint: on (B)(6)2020, the customer at (B)(6)reported the following issue with ay-653p-qm; sn-(B)(6) from patient monitoring: the nibp cuff on the ay unit for the bsm system will inflate and not deflate. The pump but will not take blood pressure. Tried new cuff and hose. No error message reported on monitor. Wants to do repair with loaner. The bsm was not returned but the ay was returned on (B)(6) 2020, and this is what was evaluated. Investigation conclusion: the root cause of the nibp air leak is determined to be failure of the nibp pump #532149b . The overall risk of this event, taking into consideration of severity and probability, is "high".

Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) system has malfunctioned. The nibp pump would inflate and not deflate. Also, no blood pressure reading is taken. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) system has malfunctioned. The nibp pump would inflate and not deflate. Also, no blood pressure reading is taken. No patient harm reported. The bsm was not returned but the ay was returned on (B)(6) 2020. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-653p, sn (B)(4), input unit: the UDI no: (B)(4). Manufactured date: 08/08/2013. Age of the device: 81 months. Returned to nk: (B)(6) 2020.

Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) system has malfunctioned. The nibp pump would inflate and not deflate. Also, no blood pressure reading is taken. No patient harm reported.